Event description:
As reported, the web was not detached. The physician used an additional detachment controller because the physician couldn¿t detach it even after multiple attempts. The physician followed the guidance considering delayed detachment, but it still didn¿t work. The physician didn¿t try any other method to detach. The procedure was completed with another device. The event device is stated to be available for return and investigation; however, was not received to date. There was no patient injury. The patient is reported as stable.

Manufacturer narrative:
The investigation found the web device returned with no visible external damage or indications of excessive force/misuse. The unit did not pass continuity and resistance testing; furthermore, the implant was unable to detach during functional testing, which is consistent with the alleged product issue. The brown lead wire was found to be soldered too far down the distal connector, which can affect connectivity and is consistent with a deviation in the manufacturing process; however, a review of the manufacturing records for this web lot confirmed that all units passed continuity and resistance testing at the time of release. The pusher was dissected for further investigation and both lead wires were found separated from the core wire with the black lead wire broken at the midsection of the pusher, which would have caused the open circuit and resulting non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but this condition is consistent with the device experiencing forces that exceeded the lead wire¿s tensile strength. The findings from the product investigation identified a manufacturing or potential manufacturing issue, which will be addressed per the quality system process.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation; however, it has not yet been returned. The alleged product issue/event as described could not be confirmed. The instructions for use (IFU) identifies web failure to detach as a potential complication associated with the use of the device. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, the web was not detached. The physician used an additional detachment controller because the physician couldn¿t detach it even after multiple attempts. The physician followed the guidance considering delayed detachment, but it still didn¿t work. The physician didn¿t try any other method to detach. The procedure was completed with another device. The event device is stated to be available for return and investigation; however, was not received to date. There was no patient injury. The patient is reported as stable.